Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. (B)(4).

Event description:
Upon additional follow up it was reported that this event was a predisposing patient condition and not related to the use of the laser system.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a large corneal epithelial defect of the right eye following laser assisted cataract surgery. It is reported that she had a corneal fold while trying to suction during docking. The case went as planned otherwise, and there were no epithelial changes during the cataract portion. The patient developed a corneal infiltrate and has seen additional cornea specialist; she has increased the frequency of her post operative drops. The patient is continually improving although there is still epithelium heaped up which may require additional treatment in the future. Additional information has been requested.